Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This section also notes to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the implant surgeon noted bleeding around the left ventricular assist device (lvad) during implant; however, further inspection revealed the bleeding was coming in between the pump and the apical cuff. The surgeon slightly turned the pump while it was locked in on the apical cuff to get a better seal and the bleeding appeared to improve. The patient was stable post-implant.

Manufacturer narrative:
All available information for conducting this investigation was provided and no follow-up attempts will be performed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.